Event description:
It was reported the device external paddles cable was broken. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips distributor and with an investigation documented by philips complaint handling. The product malfunction was unable to be confirmed because the philips engineer/distributor did not respond to requests for additional information. A review of the service history for this device is unable to perform as there is no availability of device serial number. Based on the information available and results of additional analysis, no further action is necessary at this time. H3 other text : multiple requests for additional information were not responded to.